Manufacturer narrative:
Product analysis: analysis was able to confirm the customers comment that it was reported that the external pulse generator (epg) displayed an error code after turning on. Analysis was able to reset the printed circuit board (pcb) with a firmware update. Error 210 occurred four times, the main pcb was out of specification (electrically). Hanger assembly was broken. The lower case was broken. Main world label was damaged. Display wire was pinched, wire insulation was not compromised however. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code after turning on. The error message did not clear after a reboot. The epg was returned for repair. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.